Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not being detected on the pyxis and medications cannot be pulled or refilled by the user. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not being detected on the pyxis and medications cannot be pulled or refilled by the user. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on pyxis. A field service engineer resolved by replacing the controller board, updating the firmware, and reseating all row board cables and connections within drawer 3.1. After reseating all cables in the drawer including the other ends of the row boards, the device came back online, and the pockets were reinserted after reattaching the side panel and the functionality was verified in hardware test application. The system functioned as intended after the field service engineer repaired the device.